Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-02831. It was reported that during a stenting treatment procedure, the stent could not be fully deployed. Vascular access was obtained via a femoral artery. The 80% stenosed target lesion was located in the internal carotid artery extending to the common carotid artery. A filterwire ez was positioned and a 6fr non bsc sheath was advanced to the lesion. Activated clotting time was checked. Pre-dilation was then performed with an unspecified 4.0x20mm balloon. The 10x31mm carotid wallstent was advanced over the filterwire. Once in position, increasing resistance was noted while attempting to deploy the stent. When the stent was approximately 50% deployed the physician was not able to slide the outer sheath back further to complete deployment, nor was he able to reconstrain the stent. The sheath was advanced just proximal to the partially deployed stent and both the stent and the wire were pulled into the sheath. All three devices were removed together. The procedure was completed with another of the same of both the filterwire and the carotid wallstent. There were no patient complications reported and the patient¿s status is good.

Event description:
Same case as MFR #: 2134265-2013-02831. It was reported that during a stenting treatment procedure, the stent could not be fully deployed. Vascular access was obtained via a femoral artery. The 80% stenosed target lesion was located in the internal carotid artery extending to the common carotid artery. A filterwire ez was positioned and a 6fr non bsc sheath was advanced to the lesion. Activated clotting time was checked. Pre-dilation was then performed with an unspecified 4.0x20mm balloon. The 10x31mm carotid wallstent was advanced over the filterwire. Once in position, increasing resistance was noted while attempting to deploy the stent. When the stent was approximately 50% deployed the physician was not able to slide the outer sheath back further to complete deployment, nor was he able to reconstrain the stent. The sheath was advanced just proximal to the partially deployed stent and both the stent and the wire were pulled into the sheath. All three devices were removed together. The procedure was completed with another of the same of both the filterwire and the carotid wallstent. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the filterwire was returned inserted through the tip of the device and exiting the monorail exit. The outer sheath had been fully retracted. The stent was received deployed and no issues were noted. The outer sheath had detached and was accordioned at several locations distal to the shrink tubing. In addition, it was noted that the t-bar connector was detached from the shrink tubing. There was evidence of a fillet of glue present on the t-bar connector indicating that glue had been applied during manufacture. The outer sheath was unable to be moved distally or proximally due to the breaks in the outer sheath. The filterwire was unable to be removed from the device due to the presence of solidified blood inside the guide wire lumen. The devices were soaked in warm water and the wire was removed. Another filterwire was inserted through the device and restriction was met just distal to the monorail exit due to the presence of solidified blood. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).